Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
It was reported that the physician reversed the non boston scientific right ventricular (rv) and left ventricular (lv) leads in the header of this cardiac resynchronization therapy defibrillator. The lv lead was plugged into the rv port, where amplitude was noted to be low. The pace sense portion of the rv lead was plugged into the lv port, where rv noise and oversensing were observed. The patient was pacemaker dependent at the time. It is unknown if there was pacing inhibition or asystole greater than two seconds at this time. Technical services (ts) noted the rv noise looked to be diaphragmatic. The noise was unable to be recreated in the office. Ts discussed programming options. The device remains in service. No adverse patient effects were reported. Additional information was provided that there was noise on the shock channel. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the physician reversed the non boston scientific right ventricular (rv) and left ventricular (lv) leads in the header of this cardiac resynchronization therapy defibrillator. The lv lead was plugged into the rv port, where amplitude was noted to be low. The pace sense portion of the rv lead was plugged into the lv port, where rv noise and oversensing were observed. The patient was pacemaker dependent at the time. It is unknown if there was pacing inhibition or asystole greater than two seconds at this time. Technical services (ts) noted the rv noise looked to be diaphragmatic. The noise was unable to be recreated in the office. Ts discussed programming options. The device remains in service. No adverse patient effects were reported.